Event description:
It was reported that the rv and ra leads were explanted due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Linox t 65 sn (B)(6). Upon receipt, the lead under complaint was found cut 13 cm distal to the df1 connector pin (into 2 segments). An extraction aid was found on the distal fragment. The analysis showed multiple abrasion marks along the lead fragments, in particular the insulation was found squeezed and damaged 29 cm distal to the df1 connector pin, which is assumed to be the root cause of the reported oversensing in the ventricular channel. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the is-1 connector pin, the lead tip and the rv shock coil were found deformed. These deformations probably resulted from the extraction procedure due to tensile stress. Safio s 53 sn (B)(6). Upon receipt, the lead under complaint was found cut 6.5 cm distal to the is-1 connector pin (into 2 segments). The analysis showed multiple abrasion marks along the lead fragments, in particular the insulation was found abraded through between 18 and 15 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing in the atrial channel. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the lead tip and conductor coil were found deformed, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.